Manufacturer narrative:
The event of bleeding is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bleeding.

Event description:
Company representative reported of an unknown side device: "postoperative bleeding: grade: "[iii]"". The patient required transfusion of =2 units of prbc, invasive treatment and hospitalization. The implant status is unknown.